Event description:
It was observed that during the device evaluation, the generator exhibited error e433. There was no patient involvement.

Manufacturer narrative:
Device evaluation found faulty mother board. The reported event was confirmed. A definitive root cause of the faulty mother board could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.